Event description:
It was reported that the instrument fractured while being used by the surgeon during the case. There was no report of foreign body retained or harm to the patient.

Manufacturer narrative:
(B)(4). G2: foreign: canada : customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6 the following sections were corrected: d1; h4: visual examination of the provided picture identified the reamer tip has split/cracked. However, as the product was not returned, further analysis could not be completed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following section was corrected: d9. H6: component codes: mechanical (g04)- drill. Visual examination of the returned product identified the tip of the reamer has split/cracked. The device shows signs of repeated use and wear. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. The per notes the surgical technique was not followed; however, the deviation of the surgical technique describes the device failure. Specific technique deviation was not noted, and no additional information is available. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.